Event description:
It was reported that during a total lap hysterectomy procedure, the pad is half way attached to the device. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.